Event description:
The facility reproted a pump failure with failure code 812:02. This failure code occurred during bio-med testing. There was no pt injury or medical intervention necessary according to the hosp rep.